Manufacturer narrative:
The impella was returned with only the red pump handle and the purge sidearm intact; only a small segment of both the patient cable and the catheter remained. The red handle was opened, but definitive leaking was not observed. Without the remaining parts of the pump attached, there is insufficient evidence to discover the source of the leaking. Therefore, the cause of the purge leak was not determined since the impella was not returned intact. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 66 year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that purge solution was leaking from the red plug for the duration of therapy. There was no patient injury reported.